Manufacturer narrative:
H.3.;h.6.: there is no sample or no product lot available for this complaint, therefore evaluation on product involved in this complaint could not be performed. No further investigation can be performed at this time since the lot number is unknown. Overall complaint trend for air optix night & day aqua of lotrafilcon a product has been reviewed. The complaint rate was decreased in oct 2019. The complaint rate was below the control limit and no adverse trend was noted. Review on complaint trend of h-corneal ulcer infectious; and product use/user technique for air optix night & day aqua (lotrafilcon a) product has also been performed. No adverse trend was found. Overall complaint rate is within control limits. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, by an eye care professional that in the past, a consumer wore the aforementioned 30-day contact lenses continuously for 90 days and experienced a corneal ulcer. Symptom resolution is unknown. Obtaining additional information is no longer possible as the consumer can no longer be contacted.